Event description:
It was reported that the patient experienced cannula¿s that leak or do not operate, properly two 6 mm and one 9 mm cannulas were very difficult to depress and place. In fact, on one of the 6mm was not able to depress the red button the other two require two hands and considered extra force event.

Manufacturer narrative:
Name: abbvie inc country: united states of america street: 1 north waukegan road city: north chicago state: il zip code: 60064 based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380